Manufacturer narrative:
The small radiopaque marker that was located at the tip of the introducer came off during the procedure and remained in the patient. The physician decided to leave the loosened radiopaque marker in the patient due to the terminal stage of the patient. The radiopaque marker was located in the patients liver tissue and did not cause any further injury to the patient. The returned sample has not been returned from the sterilizer as of the date of this return. It was be analyzed and the report will be updated with the results of the analysis.

Event description:
During the intervention they found that the marker on the tip of the introducer sheet had loosened and remained in the patient. They decided to leave it without any other intervention.

Manufacturer narrative:
The sample was received for analysis. The analysis s found that if there is any damage to the tip, it can bend the collar and cause it to become loose and therefore can be pushed out when the introducer is inserted. Other than some damage to the tip, the part looks like the tip was formed properly and the ID of the sample shows evidence that the plastic had formed around the radiopaque band. Therefore, it should have retained the band under normal circumstances. The two pictures show the catheter cut open to expose the forming location where the radiopaque band was; there is a distinct line where the edge of the radiopaque band had been. Tip damage was noted which can bend the radiopaque band. This damage may have caused it to be pushed out during insertion or when a guidewire was inserted.